Event description:
Additional information was received that indicated the target lesion was the distal part of the left anterior descending artery (lad). The lesion was de novo with 95% stenosis. The device was not able to cross the lesion even after several efforts. The struts did not separate from the stent. The device was not able to cross the lesion and the stent was retrieved from the patient. There was no difficulty experienced during removal of the stent. There was no additional action taken to prevent patient injury. Another cypher select plus stent was used to complete the procedure. The patient was in good condition.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The complaint received states that during use the cypher stent failed to cross the target lesion and had strut uplift during attempts to deliver to the lesion. Additional information was received that indicated the target lesion was the distal part of the left anterior descending artery (lad). The lesion was de novo with 95% stenosis. The device was not able to cross the lesion even after several efforts. The struts did not separate from the stent. The device was not able to cross the lesion and the stent was retrieved from the patient. There was no difficulty experienced during removal of the stent. There was no additional action taken to prevent patient injury. Another cypher select plus stent was used to complete the procedure. There was no report of injury for the patient. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15383215 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These issues are likely factors in this event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the information available and without the product available for analysis the complaint of strut uplift could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible vessel characteristics, specifically the difficulty crossing the target lesion that may have contributed to the event.

Manufacturer narrative:
The cypher select plus device is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The device is available for evaluation, but has not been returned yet. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15383215 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the struts of a 2.75 x 18mm cypher select plus stent broke/displaced while crossing the lesion. The product is available for evaluation.